Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that on (B)(6) 2026, the patient was scheduled to undergo laparoscopic radical prostatectomy in the operating room. The patient entered the operating room at 12:50 on (B)(6) and began the surgery at 13:10 after anesthesia. At around 13:15, the endoscopic display suddenly became incomplete and the surgery could not be performed. Therefore, there was loss of image. The mobile nurse immediately checked and restarted, but still could not display normally. They immediately searched for an alternative laparoscopic system. As all the laparoscopic systems available for the surgery were in use at that time, the endoscopic imaging system in room 11 was coordinated to continue the surgery in this operating room about 10 minutes later. During this period, the anesthesiologist continued to observe the patient's vital signs, and observed the patient's recovery and recovery status after surgery.